Event description:
A customer contacted baxter technical service center regarding a system error code 2240 that occurred on the home choice (hc) during drain. The patient (hp) noticed the patient line disconnected from the home choice patient line. The hp then received a 2240 alarm. The hp reconnected to the machine and called baxter. The technical service representative (tsr) explained what happened. The hp thought she could just continue with therapy. The hp was in drain 3 of 4 and has one more cycle left. The tsr had the hp do a proper disconnect, then cycled power to clear alarm. The tsr advised to discard all the supplies and call her clinic this morning. The hp had manual supplies to finish with if needed. The hc unit was operational, no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B) (4). Per the patient, samples were not available.